Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the analog to digital converter voltage was out range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 980 ventilator primary battery was inoperable. It is unknown if the patient was connected to the ventilator at the time of the event.